Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection the barrel is observed to be damaged between the 30ml and 40ml marking. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
We have been informed of an incident that occurred in the medical intensive care unit of our hospital in connection with the use of a bd plastiplak 50ml syringe. Reference number: (B)(4). Batch number: unknown the department reported the following events: reflux of blood from a peripheral venous line into a 50ml syringe with blood leakage (onto the floor). The department noted that the barrel of the syringe was deformed, preventing a good seal with the plunger head. Syringe changed shortly before. As a result: incorrect administration of the drug (dopamine). No significant clinical consequences for the patient. Syringe changed and kept. The incriminated device was recovered and quarantined at the pharmacy, but very dirty. Please let us know if you agree and how to return it for expert appraisal.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.